Event description:
Initiator reported that a comparison between the pt's surestep meter and a hcp meter was 226 mg/dl (ss) and 240 mg/dl (hcp) respectively. Lifescan rep discovered that the meter was set to mmol/l (which gave a reading of 126 and prompted to call lifescan). Control solution test result (136) was in range (100-149). The initiator stated that the pt felt "extremely" sleepy at the time tests were done. There was no allegation of harm.